Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported adverse event and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's wife called an ambulance due to low blood glucose (bg) levels. The patient's bg levels dropped to 120 mg/dl and the patient was sweating and cramping. The paramedics arrived and removed the pod, but specific treatment information was not provided. The paramedics left after 30 minutes and when the left a new pod was placed.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.